Event description:
Pt was being placed on another co's ventilator including this co's heated wire ventilator circuit. Pt was also on an EKG monitor and exhibiting cardiac arrythmia. The heated wire ventilator circuit was discontinued and the problem ended. This incident also occurred on incident reports 0008 and 0010 with similar results when product was disconnected. Co was immediately notified. That item was taken out and sent to co for eval.device labeled for single use. Patient medical status prior to event: fair condition. There was multiple patient involvement. Number of patients involved: 3.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: none or unknown. Conclusion: none or unknown, other. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.